Event description:
Initial information for this case was received from a business partner. In 2009, a phone call from an orthopedic surgeon (associate professor) a medical center was received. He reported that he encountered a patient who was admitted to hospital, due to abdominal pain. The patient was a male who had been treated with hyalgan on one knee. He was not under treatment with any other medication during hyalgan treatment. The patient's last liver function test was done in 2009 and was reported to be normal. He complained of abdominal pain and was admitted to hospital 24 hours after the 2nd injection of hyalgan. Liver function test carried out then and it was found that the liver function test was abnormal. No further information reported.

Manufacturer narrative:
The case is serious due to hospitalisation. Both reactions, abnormal liver function tests and abdominal pain, are not expected according to the spcs. Furthermore, a pharmacological mechanism for the reported reactions due to hyalgan treatment is not known. Due to the lack of dechallenge or rechallenge information and missing information on the patient's medical history, the causality for this case is regarded as unassessable, but not excluded. The benefit/risk profile of the product remains unaffected.